Event description:
In 2004 a patient fell while being lifted from their bed in the uno 102 pt lift. According to the facility, the pt was being raised when the actuator shaft collapsed. The resident fell safely back onto the bed. No injuries were sustained. The next afternoon the equipment was inspected by liko's local distributor. The broken part was replaced on the lift and returned to the MFR for a failure analysis report. Findings of their report indicate operator misuse. The actuator shaft had been manually raised while operated, causing the spline gears to stack up on top of each other, instead of meshing together. This misalignment weakened the shaft leading to its collapse, which led to the pt's fall.